Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip and a cracked case near the reservoir tube window corner.

Event description:
It was reported that the customer's blood glucose level fluctuated from high to low. The customer's blood glucose level was 300 mg/dl. She also had issues with her insulin pump not adhering properly, a cannula was bent, the insulin pump was chipped around the battery area, and her infusion sets were not working. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.